Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2007: patient presented with following pre-op diagnoses: lumbar scoliosis; intractable back pain; lumbar stenosis; lumbar radiculitis; scoliosis with lumbar stenosis l1 to s1. For which, patient underwent following procedures: anterior arthrodesis, l5-s1; anterior arthrodesis, additional levels, l4-5, l3-4, l2-3; use of placement of machine bone allograft biomechanical spacers; use bone morphogenic protein for augmentation of fusion; anterior retroperitoneal exposure for spinal fusion, l2-3, l3-4, l4-5, l5-s1. Per op notes, the spacer was filled with sponge and bone morphogenetic protein and was carefully impacted into position. This improved alignment. Diskectomy was then performed sequentially moving down to the l3-4 level, l4-5 level, l5-s1 level. Bone morphogenetic protein was used at each level. Patient tolerated the procedure well with no complications reported. On an unknown date post-op patient alleged unspecified injuries due to use of rhbmp-2/acs.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.